Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that ablation could not be halted. During an ablation procedure, after several energizations, the maestro foot switch would no longer function, and energization could not be turned off. The physician stepped on the foot switch a second time, and the ablation ceased. The case proceeded with the foot switch. No patient complications were reported.